Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat right nephrolithiasis during a right percutaneous nephrostolithotomy (pcnl) of a stone greater than 2 cm procedure, performed sometime in (B)(6) 2023. Only one naviguide device was used. Eleven days post-procedure, the patient experienced an altered mental status. The patient presented with slurred speech, and it was confirmed that the patient has atrial fibrillation. The condition was reportedly treated, a transient ischemic attack was ruled out, and a watchman procedure was performed. Per the physician's assessment, the event was not serious, was not related to the device, and was possibly related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of february 12, 2023, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2023 and the day of adverse event reported at four days (pod11) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e060102 captures the reportable event of atrial fibrillation. Imdrf patient code e0131 captures the reportable event of slurred speech. Imdrf patient code e010701 captures the reportable event of altered mental status. Imdrf impact code f1901 captures the reportable event of performing the watchman procedure to treat the patient's atrial fibrillation.